Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the left ventricular (lv) lead had high pacing impedance measurements and high capture threshold. Programming changes were made. The patient was in stable condition.